Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. D11: femoral item # unknown lot # unknown. Art surface item # unknown lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 00018225034-2020-00834, 00018225034-2020-00835. This complaint was not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: tibial item # unknown lot # unknown. Femoral item # unknown lot # unknown. Foreign: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 00018225034-2019-05249, 00018225034-2019-05247.

Event description:
It was reported that following a rotating hinge knee procedure, patient experienced infection and had a femoral and art surface revision on unknown date. The onset date of the infection is unclear and the infection continues to date. The patient is being considered for a tibia revision or an amputation.